Event description:
A malfunction alarm was declared by the pump during pumping. There was no adverse impact to the customer's blood glucose level. Customer reverted to using multiple daily injections (mdi) as a backup therapy.